Event description:
It was reported that a device fracture occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 6f long guidezilla ii was selected for use. During the procedure, it was noted that the connection part was fractured and got stuck inside the catheter. The device was simply pulled out from the patient body. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that a device fracture occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 6f long guidezilla ii was selected for use. During the procedure, it was noted that the connection part was fractured and got stuck inside the catheter. The device was simply pulled out from the patient body. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood in the shaft of the device. At 5mm from the tip, the shaft was kinked. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported separation as there was no separation to the device. The shaft near the tip was kinked which could indicate that the device had been jammed during use, however, the reported event could not be confirmed as the clinical circumstances could not be replicated.